Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that they were undertaking an elbow case using a competitor's kit. (The stryker device was used because the competitor set was missing the appropriate instrument). During final tightening of the competitors' cortical screws, the screwdriver blade sheared and a small piece fell into the patient. The surgeon was able to remove all unintended metal from the patient.

Manufacturer narrative:
The evaluation revealed the broken screwdriver bit to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, dimensional, visual or manufacturing related issues were found. The tip was found completely broken off; the breakage surface structure was found rough and cliffy and marked with circumferential lines; indicating that the tip broke spontaneous in a brittle fracture due to a torsional overload. Because no manufacturer related issues were detected the breakage of the screwdriver bit is attributed to a user error. The customer reported that the screwdriver bit was used with a non-stryker products. The operative technique includes the usage with non-stryker products as contraindication; the IFU warns to not use stryker products with non-stryker products. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The customer reported that they were undertaking an elbow case using a competitor's kit. (The stryker device was used because the competitor set was missing the appropriate instrument). During final tightening of the competitors' cortical screws, the screwdriver blade sheared and a small piece fell into the patient. The surgeon was able to remove all unintended metal from the patient.